Event description:
It was reported that the nurse was trying to start therapy on (B)(6), but arctic sun device primed and stopped. The nurse disconnected and reconnected the pads using proper technique then restarted therapy. System hours were 2705, and pump hours were 2372, inlet pressure was 0.7psi, circulation pump command was 100 percentage, flow rate was 0lpm. Then, the nurse grabbed a second device (B)(6) and connected pads using proper technique. Started therapy and got a probe out of range alarm 14 (patient temperature 1 probe out of range). Replaced with temperature in cable from first device and temperature registered. Guided to diagnostics showed that the system hours were 6796, pump hours were 5438, inlet pressure was 1.2psi, circulation pump command was 100 percentage, flow rate was 0lpm. They would try on alternate means of cooling. The secondary request was two devices involved in this case. (B)(6). Second response to close case. Per follow up information received on 08jun2026, they transferred to the biomed. Biomed denied having either of these devices in the workshop and they suggested contacting nurses.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.